Event description:
The customer reported a false reactive alinity I toxo igg result generated on the alinity I processing module for one patient sample. The following results were provided: on (B)(6) 2024, sid (B)(6). Initial toxo igg result = 9.8 iu/ml (reactive); repeat results = 0.1 iu/ml and 0.1 iu/ml (nonreactive). Reference values: < 1.6 iu/ml nonreactive 1.6 to < 3.0 iu/ml grayzone = 3.0 iu/ml reactive there was no impact to patient management reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the module and the sample washcup - body only was replaced due to a crack observed in the part causing it to leak. The sample washcup - body only (part number a-30107705-01) were deemed the likely for the false reactive toxo igg results. The module function was verified with a control/precision run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity I processing module, serial number (B)(6) or the sample washcup - body only (part number a-30107705-01) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer reported a false reactive alinity I toxo igg result generated on the alinity I processing module for one patient sample. The following results were provided: on (B)(6) 2024, sid (B)(6). Initial toxo igg result = 9.8 iu/ml (reactive); repeat results = 0.1 iu/ml and 0.1 iu/ml (nonreactive). Reference values: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml grayzone, = 3.0 iu/ml reactive there was no impact to patient management reported.